Manufacturer narrative:
D4 UDI: as the lot # is unknown, the UDI will consist of the primary di number only. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal male luer connector (clearlink) of a clearlink duo vent continu flo solution fractured and became lodged in a y site port of another primary tubing set. The event occurred while multiple vasopressors were being administered to a critically ill patient. An emergent replacement of both infusion lines was performed, as the patient experienced a drop in blood pressure due to the tubing failure. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device and a photograph of the sample were received for evaluation. Visual inspection revealed a broken luer lock. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.